Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2016 customer received results of 200 mg/dl and 48 mg/dl within 10 minutes. On (B)(6) 2016 customer received results of 256 mg/dl and 73 mg/dl within 10 minutes. On (B)(6) 2016 customer received results of 380 mg/dl, 152 mg/dl, 123 mg/dl, and 131 mg/dl within 10 minutes. The same strips were in use for all results. No adverse event reported. Returning and replacing meter and strips.